Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It has been reported that the patient had a fall on holiday and then presented with pain in her knee. During an investigatory surgery, it was noted that the anterior posterior x-ray looked odd, as it showed that the femoral component was rotated through 90 degrees, such that it was facing laterally rather than anteriorly. The surgeon was unaware of the issue before the surgery commenced. The surgeon disassembled the device and was able to replace it and re-impact it in the correct orientation. Rebushing components were ordered for the investigatory procedure, just in case under pin (B)(4); however, they were not implanted and the existing device pin (B)(4) was left in situ.

Manufacturer narrative:
It has been reported that the patient had a fall on holiday and then presented with pain in her knee. The patient is reported to have fallen whilst playing with her sister. The sister was on top of the patient and flipped her body over. During re-bushing/investigatory surgery the surgeon noted that the femoral component was rotated through 90 degrees, such that it was facing laterally rather than anteriorly. The surgeon disassembled the device and was able to replace it and re-impact it in the correct orientation. The device was left in situ. The exact cause of the event could not be determined because further information such as return of the device, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Device remains implanted.

Event description:
It has been reported that the patient had a fall on holiday and then presented with pain in her knee. During an investigatory surgery it was noted that the anterior posterior x-ray looked odd, as it showed that the femoral component was rotated through 90 degrees, such that it was facing laterally rather than anteriorly. The surgeon was unaware of the issue before the surgery commenced. The surgeon disassembled the device and was able to replace it and re-impact it in the correct orientation. Rebushing components were ordered for the investigatory procedure, just in case under pin 20969; however they were not implanted and the existing device pin 18431 was left in situ.